Event description:
A user facility reported to olympus a pinhole on the channel of evis lucera elite colonovideoscope and air/water leakage. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign matter coming out of the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a pinhole on the channel tube was present. Due to clogging of the channel tube, foreign objects came out of the distal end. The customer later confirmed the device was not cleaned prior to sending. The foreign material could not be identified. Upon evaluation additional findings were noted: due to wear of angle wires, the play of up direction and the play of up/down knob does not meet the standard value, white-clouded area on the adhesive on the bending section cover, chipped adhesive on the bending section cover, assorted scratches, peeled paint on the air water cylinder and suction cylinder, white clouded area on the adhesive around the light guide lens and a dented on the plastic distal end cover. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device record review confirmed the latest repair history was on october 19, 2022. Based on the results of the investigation, a definitive root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use (IFU). The instruction manual gif/cf/pcf-290 series chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.